Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event in which anti-tachycardia pacing (atp) was delivered. Upon review, it was noted that after the atp was delivered, this rhythm accelerated into a ventricular fibrillation (vf) event. The device successfully converted this rhythm by delivering an electric shock. No additional adverse patient effects were reported. This device system remains in service.